Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button of insulin pump was stuck. No harm requiring medical intervention was reported. Customer declined to troubleshoot with technical support. The insulin pump will not be returned for analysis.